Manufacturer narrative:
The catheter and guidewire associated with this complaint were not returned for evaluation. The products were disposed by the customer. Since the devices were not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During ivtm therapy set-up, the customer reported that it was inability to advance icy catheter (lot #unknown) over guidewire into the patient's femoral vein. After removing the catheter and guidewire from the patient, kink guidwire was observed. Per customer, similar issue happened on multiple occasions but can't recall the dates when occurred. Treatment continued with a different catheter. Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR 3010617000-2022-01772 for the icy catheter (sn unknown) under ccr (B)(6).

Manufacturer narrative:
Correction b5, update catheter sn to lot # and h10 summary. The catheter associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
Please see the following related MFR report: MFR 3010617000-2022-01772 for the icy catheter (lot #unknown) under ccr 67648.

Manufacturer narrative:
Correction in section b5: the customer reported problem has been updated. Supplemental MDR was generated to retract the initial and fu1 mdrs, complaint was re-assessed as a non-reportable. On 03-22-2023, based on re-assessment of the customer reported complaint, the icy catheter was inadvertenty created. There is no catheter malfunction reported.

Event description:
In follow-up for clarification of the event for ccr 67648, the customer claimed that the issue of kink guidewire has a occurred 3-4 times, however, the event is unknown and no additional patient status was not provided.